Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for analysis. The reported packaging was able to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during un-packaging the chipboard box was cut at the back side of the chipboard box; thus inadvertently resulting in the reported cut on the tyvek pouch at the same location inside the chipboard box. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 3.0x15mm xience alpine stent delivery system was removed from the chipboard box and when being placed on the sterile table it was noticed that the tyvek pouch was compromised. The sds was not used and the procedure was successfully completed with a new 3.0x15mm xience alpine sds. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.